Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Replaced the light panel indicator assembly to resolve the green light not working and also replaced the motion batteries. System checkout was performed. System is fully functional. The motion batteries have not been received by the manufacturer for evaluation. The battery indicator light assembly was returned to the manufacturer for evaluation. Analysis confirmed the reported problem "battery charger light on the oarm was not lit." Visual inspection confirmed the red wire is disconnected from the led. Continuity testing confirmed that the led is also open. The battery charger led will not light, but would not impede actual charging. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system motion batteries were not holding a charge. It was reported that the motion batteries lost power while driving the system to its storage location. The charger charger light on the system was also reportedly not illuminated. There was no patient present when this issue was identified.